Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer called in to report a low reservoir alarm, that insulin is being used too fast, and incorrect set change dates. The customer's blood glucose level was 300 mg/dl. The customer's call was dropped and no further details were obtained.